Event description:
It was reported that during a closed spine surgery, the team had to go through three different drains for one patient because the drains were not functioning properly. Each wound drain kept closing or collapsing. When a drain was not working as intended, blood and fluid can build up instead of been removed. That can lead to a hematoma, which increases the risk of infection, especially in a surgical setting. Per additional information received an email on 27jan2026 stated that phone call from the neuro/spine coordinator at adventhealth tampa, who shared further details about the issue and explained that the problem they experienced with item #0043610 ¿ evac 400cc-3 spring 1/8 was that the three-spring evacuator was not functioning properly. The evacuator would not stay compressed, which prevented the drain from working as intended. It would not maintain a proper seal and that's why they tried using 3 different drains. And also mentioned that they were able to locate the drains in the bin afterward; however, because the original wrapper was not saved, they cannot confirm with certainty which unit was used or the associated lot number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. An investigation was not completed because the event has been determined to be cascading. Corrections: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a closed spine surgery, the team had to go through three different drains for one patient because the drains were not functioning properly. Each wound drain kept closing or collapsing. When a drain was not working as intended, blood and fluid can build up instead of been removed. That can lead to a hematoma, which increases the risk of infection, especially in a surgical setting. Per additional information received an email on 27jan2026 stated that phone call from the neuro spine coordinator at adventhealth tampa, who shared further details about the issue and explained that the problem they experienced with item 0043610 evac 400cc 3 spring 1/8 was that the three spring evacuator was not functioning properly. The evacuator would not stay compressed, which prevented the drain from working as intended. It would not maintain a proper seal and that's why they tried using 3 different drains. And also mentioned that they were able to locate the drains in the bin afterward; however, because the original wrapper was not saved, they cannot confirm with certainty which unit was used or the associated lot number.